Event description:
It was reported that a couple of high ventricular rate stored electrograms exhibited ventricular oversensing. One of the stored electrograms exhibited auto capture threshold search with a back-up pulse that could not capture. The pulse generator remains implanted.

Manufacturer narrative:
Na